Event description:
Customer reports a button error alarmed on the insulin pump. Then the buttons were unresponsive and received an unexpected restart. Customer states the pump was exposed to moisture causing the button error. Current blood glucose level is 89 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump passed the unexpected restart test and no unexpected error alarm noted. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked battery tube threads. (B)(6)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.